Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit was hit by a shaver unit and damaged the tip. It was further reported that the pieces came off in the patient but were easily taken out.